Event description:
It was reported by the patient that they could "feel the heart beats." They noted their heart rate is "still going down to the (forties)." They described it as a weird feeling. They feel a little "pop, pop, pop." The patient stated that they feel a jolt in the bottom chamber of their heart. They wake up every morning feeling tired.  The patient stated "they have upped the voltage. Upped the pacing." They have experience variable heart rates and get dizzy and lightheaded. The patient noted the surgery was also painful. The implantable pulse generator (ipg) remains in use. It was noted that the ipg exhibited no performance issues. It was noted that the right ventricular (rv) lead thresholds was slightly increased and the lead was reprogrammed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.